Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the rear and front housing were cracked. The device's event history log was reviewed for evidence of the reported event, found ?no disposable and high pressure? Messages. To conduct functional testing, batteries were inserted to power up the device. Device exhibited double beep no cassette. Customer problem was duplicated "unit keeps alarming" issue during the investigation. Evaluation revealed there was a faulty downstream sensor. To address the issue the downstream sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump kept alarming. No adverse patient effects were reported by the customer.